Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, inspected the pump and cartridge, cleaned the pneumatic tap area, and successfully filled and loaded a new cartridge, resuming insulin delivery.